Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
Pt was having a tubal ligation. Trocar seal dislodged from unit. Seal was recovered and removed from the operative field. There was no harm to the pt and the surgery proceeded without incident. Device available for return.